Event description:
The customer reported that they had multiple patient dropouts occurring at the same time. This resulted in a temporary inability to centrally monitor their patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete. At this point, it appears that the software and hardware performed as designed, and therefore, this complaint is being reported in an abundance of caution.